Event description:
Procedure type: unk. According to the reporter: pediport was inserted into the pt, then when obturator was removed from cannula to insert instrument gas was leaking from seal. Port was then removed and replaced with new pediport with no problems. At the end of the procedure the surgeon found a soft piece of rubber in the cavity. This looked like it came from the seal of the pediport. The piece of rubber was removed with graspers. The port was taken apart to try and confirm that the rubber came from the port. There was no additional bloodloss or significant time added to procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).